Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported difficulty regulating flow; subsequently the patient received more IV fluid than intended. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, it was reported that a patient may have received an :entire bag". No specific event information was provided. The customer contact reported that "flow is either all the way on or all the way off." Multiple unsuccessful attempts have been made to obtain additional information including patient outcome.